Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
While cutting through tibial cut guide, the guide cracked down middle. Surgeon held it in place and while continuing to cut tibia, the medial phalange flew off. Surgeon finished tibial cut with attune tibial cut guide. Trumatch cut blocks were taken to cspd to be cleaned off. Tibial cut block completely broke into 4 pieces in the sonic cleaner.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. Review of the design file found the segmentation, proposal design and block were designed to trumatch specifications. A device history record review was performed and no related discrepancies discovered during this review. Follow-up correspondence found a depuy non-recommended saw blade (1.27mm) was used. The root cause is attributed to user errror. No evidence was found indicating trumatch product error was a contributing factor to the breakage and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.